Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician attempted to reposition this right ventricle lead due to diaphragmatic stimulation and high pacing thresholds. The physician was unable to get the lead free from area, so he capped the pace/sense portion of the lead and implanted a new pace/sense lead. No additional adverse patient effects were reported.